Event description:
It was reported that the patient¿s blood glucose was elevated at 338 mg/dl. The patient uses contact detach infusion sets and had recently changed supplies earlier that morning. The agent instructed the patient to disconnect and go through the fill tubing process but observed no insulin drops. The patient then swapped out the infusion set, after which insulin drops were visible and the system was reconnected to the ilet. Insulin delivery resumed. The patient confirmed that during the initial supply change earlier in the morning, insulin drops were observed, and no leaks were noted from the cartridge or connector. The site was not damp, and the cannula was not bent. The patient was advised to monitor blood glucose over the next 90 minutes. The blood glucose levels were affected by this issue. No back-up therapy or ketone testing was performed. The patient did not receive professional medical intervention, nor was any additional assistance required. No immediate health effects were reported, and insulin delivery through the ilet was not suspended. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.